Event description:
It was reported during the procedure the subject coil prematurely deployed in the catheter. The device was replaced and the procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
D2b product code: updated. D4 expiration date: added. D4 gtin: added. H4 manufacturing date: added. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the subject coil prematurely deployed in the microcatheter during the procedure. Additional information provided by the customer indicated that the subject device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure, and the patient's anatomy was moderately tortuous. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, a cause of undeterminable will be assigned to this complaint.

Event description:
It was reported during the procedure the subject coil prematurely deployed in the catheter. The device was replaced and the procedure was completed successfully with no clinical consequences to the patient.